Event description:
Patient presented to the physician with bleeding at the chest incision two weeks post-implant. Physician brought the patient into the or and discovered a hematoma in the pocket. Physician washed out the area.